Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect return of the product for analysis. When retrieving the angioguard rx, it became "deformed" when the capture sheath touched the filter and could not be removed as intended. The indication for the procedure was treatment of an internal carotid artery dissection. The angioguard had been deployed beyond the target without difficulty and the stent was implanted. Following stent placement, there was no apparent residual stenosis. There had been no difficulty in delivering the capture sheath, but when the capture sheath touched the filter, the filter appeared to be "smashed". The physician had to advance the guide catheter over the filter and remove the entire system. There was no debris in the filter basket after removal and the user did not feel that any debris escaped from the filter basket during withdrawal. There was no patient injury reported. The "capture difficulty" failure reported by the customer was confirmed, procedural factors could have impacted in the event as reported. The "filter basket- damaged" failure reported by the customer was confirmed due the product received condition. The cause of the failure could be related to procedural factors and also related to the "capture difficulty" failure, since the functional analysis demonstrated that capture was not possible and the procedure deformed the piece to a degree of damage. Neither the DHR nor the analysis suggests that these kinds of failures are related to the manufacturing process of the unit. No corrective action will be taken at this time. Neither the DHR nor the analysis suggests that these kinds of failures are related to the manufacturing process of the unit. No corrective action will be taken at this time. One non-sterile angioguard unit was received coiled inside a plastic bag. Filter basket was found damaged, two of the struts were found to be bent which expanded the membrane to an unusual shape. The complaint piece was observed under a microscope, minor marks were found around the proximal joint. The damage to the filter basket was confirmed, the basket appears to be deformed due to the displacement of the struts. Struts presented no evidence of damage, only bending. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01412725. This packaging lot contained (B)(4) units, which were shipped from lake region medical on july 15, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Docking of the piece was attempted to be performed per IFU, since no capture sheath was returned a lab sample was used instead. Functional analysis was unsuccessful; while docking the sample it was noted that the proximal joint allows movement which is not common in unused samples. This movement of the joint bent the struts not allowing the basket to dock which deformed the filter's membrane and the struts. Sem analysis was performed and the results showed damage and abrasions to the adhesive fillet, also deflection on fillet and abrasions around the circumference of the adhesive fillet was observed. The mentioned damages observed on the received unit are characteristics that might be considered as stress marks. The exact cause of these damages could not be conclusively determined. The device showed damage and abrasions to the adhesive fillet, also deflection on fillet and abrasions around the circumference of the adhesive fillet was observed. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, evidence of abrasions on the outer surface would imply there were procedural issues that may have contributed to the event.

Event description:
When retrieving the angioguard rx, it became "deformed" when the capture sheath touched the filter, and could not be removed as intended. The indication for the procedure was treatment of an internal carotid artery dissection. The angioguard had been deployed beyond the target without difficulty, and the stent was implanted. Following stent placement, there was no apparent residual stenosis. There had been no difficulty in delivering the capture sheath, but when the capture sheath touched the filter, the filter appeared to be "smashed". The physician had to advance the guide catheter over the filter and remove the entire system. There was no debris in the filter basket after removal and the user did not feel that any debris escaped from the filter basket during withdrawal. There was no patient injury reported.

Manufacturer narrative:
It was initially reported that the product would be returned for analysis; however, the product was not returned. When retrieving the angioguard rx, it became "deformed" when the capture sheath touched the filter and could not be removed as intended. The indication for the procedure was treatment of an internal carotid artery dissection. The angioguard had been deployed beyond the target without difficulty and the stent was implanted. Following stent placement, there was no apparent residual stenosis. There had been no difficulty in delivering the capture sheath, but when the capture sheath touched the filter, the filter appeared to be "smashed". The physician had to advance the guide catheter over the filter and remove the entire system. There was no debris in the filter basket after removal and the user did not feel that any debris escaped from the filter basket during withdrawal. There was no patient injury reported. Note: lake region lot number 01412725 is cordis lot number 70709502. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01412725. This packaging lot contained (B)(4) units, which were shipped from lake region medical on july 15, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Action taken: no corrective or preventive action will be taken, given that; without additional information or return of the product the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been returned. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.